Event description:
It was reported that a patient underwent osteosynthesis of the phalange on (B)(6)2013 and suture was used. During the procedure, the suture broke while making a knot. There were no adverse patient consequences.

Manufacturer narrative:
Conclusion: the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. There were pinch marks along the body of the needle. Also, the suture end was broke probably caused by a cutting instrument. The event was caused by cutting instrument. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.